Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery on the stapling phase, the handle was not able to close on the tissue. The surgeon takes another handle to complete the case. There was no patient injury.